Event description:
It was reported that over two hours into and near the end of a da vinci si prostatectomy procedure, a piece of the large needle driver instrument shaft fell into the pt's abdomen. The fragment was removed and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube presents deep scratches and tube abrasions within an area extending approx 4.85 inches from the interface with the proximal clevis. Material has been removal from the main tube as a result. The abrasions are parallel to the tube axis and have a rough surface finish. No other damage found.